Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when in an electrical room, the patient "felt funny" and felt like the device "sped up." Follow-up with the physician's office was attempted however the patient is no longer being followed at the clinic and there was no forwarding information in the chart. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.